Event description:
It was reported by svc report that there was no brake function at the head end of the stretcher and the siderails are not locking up securely. No pt involvement or adverse consequences are reported.